Manufacturer narrative:
Device evaluation:one infusion cassette was received foe evaluation in relation to the reported event. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection of the device received didn't identify any damaged, kink, cut or condition that could cause the reported event. Functional testing of the device with a working infusion pump was performed, and the sample could be connected to the pump without problem. Sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The reported event was unable to be confirmed or replicated. Root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the cassette caused the infusion pump to experience wa ?no disposable attached" alarms. A delay of pain therapy was reported for multiple hours, which was resolved with the usage of a new cassette.